Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris on product , in a microcentrifuge vial. Visual inspection found a tear on the optic. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -5.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. Cause of this event is unknown.